Event description:
A customer reported to beckman coulter inc., (bec) a leak coming from the unicel dxi 800 access immunoassay system. The customer is not questioning any patient results. No harm or injury was reported by the user.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse pulled out the fluidics drawer and noticed dried wash buffer around the wash in/out peri-pump. The fse noticed the peri-pump tubing was worn and replaced the tubing. The fse also checked the waste in/out peri-pump and noted worn tubing, and replaced the tubing for the waste peri-pump. The fse primed the instrument 15 times and ran samples. No further leaks were noted. Hardware is the root cause of this event. (B)(4).